Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardiac monitor had approximately half life remaining on the battery. After device upgrade, the implantable cardiac monitor exhibited a depleted battery signal. The device was functioning normally, no interventions were made, and patient will continue to be monitored. There were no consequences to the patient and patient was discharged.